Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Remains implanted.

Event description:
The patient reported a possible allergic reaction to implants. The patient stated she has durango spine products implanted. The patient reported she is experiencing a range of physical conditions she believes may be related to the implants: increased pain, depression, hair loss, night sweats and chills, not feeling normal, and developed an allergy to her dog. The patient also reported that she has be diagnosed with sirs (systemic inflammatory response syndrome) and that her body has rejected implants in the past (breast and teeth). The dental implants were also made of titanium, brand unknown and was implanted 17 years ago. The patient explicitly stated that she does not believe that her symptoms are the fault of the device, but rather that her body does not respond well to foreign bodies being introduced.